Event description:
Customer called to report that the device had no audio confirmation beeps. During troubleshooting, it was noted that the device's vibrator did give confirmation notification, but again no audio.